Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps subacute chronic osteitis, infection, pain, numbness, swelling, perhaps preexisting inflammation, clinically and radiographically subacutely unremarkable.